Event description:
(B)(4). Extreme pain that never went away hives all over my body passing blood clots the size of 50 cents; coins every day and losing my hair in handfuls in (B)(6) 2014 my doctor removed my left essure coil by pulling it out which made it hurt even more to where I couldn't walk for a couple days the next week I had a hsg test to find my missing coil that was placed in my right coil (B)(6) 2014 I had a CT scan to see what was going on with my essure coil it had moved even more so on (B)(6) 2014 my doctor did a total vaginal hysterectomy after that it my gives had gone away my hair is growing back I don't have the extreme pain anymore